Event description:
A us distributor reported a battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a damaged component on the bedside pca. The root cause for the damaged component could not be positively identified. There were no adverse events associated with the damaged charger.